Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy. Customer's blood glucose (bg) displayed "high" on the continuous glucose monitor. Customer reportedly addressed elevated bg with a bolus via the pump.